Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated a 13.2mm vticmo13.2 implantable collamer lens, -9.0/+2.5/91 diopter, was implanted in the patient's right eye (od) on date (B)(6) 2016. On date (B)(6) 2016, the reporter indicated excessive vaulting and was exchanged for a shorter lens on (B)(6) 2016. This exchange resolved the problem. On the patient's last visit date on date (B)(6) 2016, bcva was 20/20.

Manufacturer narrative:
Device evaluation: the lens was returned dry, in lens case/vial. Visual inspection found no visible damage to lens. (B)(4).